Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in a 250ml intravia empty container. This was noted during reconstitution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned; however, a photograph was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the photograph was performed and verified the reported condition. The cause is unknown. Should additional relevant information become available, a supplemental report will be submitted.